Event description:
It was reported that during an unk procedure, when the surgeon fired the instrument two pieces of clips came out at the same time. Another device was used to compelte the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Fired through lockout. Eval summary: the analysis results found that the el5ml device was rec'd in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". In addition the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warrnated. The batch record was reviewed and no anomalies were noted during the mfg process.